Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro power supply had no power during the pre-test of the hemopro device. The hemopro device and cord were switched out, but there still was no power being generated. A replacement power supply was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the device in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).